Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received with no original packaging or other devices. There was solidified contrast in the balloon and inflation lumen. There was no damage or irregularities. The inner diameter (ID) of the wire lumen was measured and found to be within specification. A .014" guidewire was loaded into the tip and completely advanced through the wire lumen without encountering any unusual resistance. The device was inflated to rbp with an inflation device filled with water to test wire movement with the device inflated. There were no issues with wire movement while inflated. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, difficulty removal of balloon catheter occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous proximal end of left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced to the lesion and the balloon was inflated 9 times with first inflation at 6 atmospheres, second inflation at 10 atmospheres ranging up to a maximum pressure of 18 atmospheres. During removal, difficulty was encountered due to resistance noted between the balloon catheter and a non bsc guide wire; however, the device was able to be removed by unspecified means. They attempted to use this device again, but unable to advance it via the non bsc guide wire. They elected not to use this device "concerning deformation of guidewire port due to balloon inflation." The procedure was completed with a 2.0mm x 8 mm emerge balloon catheter. No patient complications were reported and patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, difficulty removal of balloon catheter occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous proximal end of left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced to the lesion and the balloon was inflated 9 times with first inflation at 6 atmospheres, second inflation at 10 atmospheres ranging up to a maximum pressure of 18 atmospheres. During removal, difficulty was encountered due to resistance noted between the balloon catheter and a non bsc guide wire; however, the device was able to be removed by unspecified means. They attempted to use this device again, but unable to advance it via the non bsc guide wire. They elected not to use this device "concerning deformation of guidewire port due to balloon inflation." The procedure was completed with a 2.0mm x 8 mm emerge balloon catheter. No patient complications were reported and patient's status was good.